Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon was lodged inside- vagina [foreign body in reproductive tract]. Painful- vaginal [vulvovaginal pain]. It was uncomfortable-tampon [medical device site discomfort]. String snapped off- tampon [device breakage]. It was painful- tampon [medical device site pain]. Uncomfortable- vaginal [vulvovaginal discomfort]. Tampon string snapped off during removal [complication of device removal]. Case description: consumer reported via e-mail that the tampon string snapped off during removal. No serious injury reported.